Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, there was no damage found to the battery compartment. The battery cap was returned with the pump. A test battery cap was used for the investigation. The test battery cap was able to attach securely to the pump. There was no defect found during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump case has a crack along the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.